Event description:
The customer called to report high and low blood glucose levels for the past month. The customer then stated that he was hospitalized for high blood glucose levels. The customer found that the infusion set was disconnected at the quick-release. He stated that it could have disconnected after his shower or he probably didn't re-connected it properly. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime test. The customer stated that he would call back to perform the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.